Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been scheduled for surgery to reposition his generator due to migration and pain. Additional information was received noting the patient underwent a revision procedure to reposition his generator. During the procedure, the silicone tubing was noted to be " falling off the lead" at the same spot where the patient was experiencing pain. The patient&#(B)(6); s lead was not explanted; however, it was noted that the physician will see if the patient&# (B)(6); s pain or seizures worsened (no allegation of an increase in seizure activity). It was also stated that the patient has been experiencing the reported pain for roughly 1 year. The report of the patient&# (B)(6); s pain at the generator site and migration are reported in MFR report #1644487-2024-01456. No other relevant information has been received to date.